Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Medwatch 3500a received from the user facility and attached. This is the same event as 1043534-2009-00380. This report will be updated when the investigation is complete. Additional info from the user facility report: wright medical technology, inc, catalog # 466200006, serial # (B)(4), lot # 1-071213, (B)(4).

Event description:
On (B)(6) 2009, pt went to surgery for correction of hallux valgus deformity of left foot. Lengthening procedure of metatarsal and bunionectomy performed without complication. A 20 mm two hole claw plate and two 3.5 mm locking screws were utilized during this procedure. Physician stated that the pt had pain and swelling and that radiographs obtained on (B)(6) 2009 showed that the proximal screw had broken within the plane. Physician also indicated that the screw was positioning some when the pt ran. On (B)(6) 2009, pt carried back to surgery due to failure of internal fixation and painful internal fixation of left foot. During this procedure, the plate and one screw was removed with difficulty. However, only the fracture piece of the remaining screw was removed. (The proximal piece of the screw was not visualized and was intentionally left in the bone without expected problems.) Pt discharged home on same day as surgery with walker fracture boot with expectation of full recovery.